Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2021-33850. It was reported the patient presented remotely via merlin.net. Upon review, it was found that the right ventricular (rv) lead exhibited increased capture threshold. It was further confirmed during in-clinic interrogation prior to lead revision. During revision procedure, it was found that the pacemaker (pm) inappropriately switched pacing output modes and could not be switched back. The pm was explanted and replaced. The rv lead was plugged into the left ventricular (lv) port of the new pm and was then disabled by reprogramming on (B)(6) 2021. During the same procedure, a new rv lead was implanted. Patient condition was stable.